Event description:
The customer reported intermittently the system failed to boot up. There was no report of a pt and/or customer serious injury or death.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. A switch was replaced. Though not performed, it was recommended the generator interface board be replaced. The system was then found to be operating as intended.